Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with pacemaker device felt dizzy and stated that pacer was not working. The physician asked the hcp; to follow up on the patient. Boston scientific technical services (ts) reviewed remote monitoring system and discussed criteria that would trigger alerts. Also, ts recommended that more recent data be sent by patient as patient initiated interrogation (pii). This pacemaker device remains in service. No adverse patient effects were reported.